Manufacturer narrative:
The reported condition of leak was confirmed. One sample was received (used). Visual inspection was performed to the set and all components were present. Pressure test under water at 8.0 psi +/- 0.5 psi of air was applied to the set. Leak was detected in the sample in the gland of the first y-site clearlink. The unit reported with the failure was opened and a damaged over the gland component was detected. Due to form and position, the damage was not related with the automated machine. The defect is related to raw material (B)(4), manufactured by saint gobain. The supplier will be notified with this case (saint gobain), due date:05/31/2010. (B)(4)

Event description:
Customer phoned in on (B)(6) 2010 to report a clearlink set that leaking at the y-site. All connections appeared to be secure. And the leaking was noticed almost immediately after infusion began. This incident occurred with the clearlink system continu-flo solution set, product (B)(4), with an unknown lot number. This incident occurred during patient use. There was no patient injury or medical intervention associated with this report. An actual sample is available. No additional information was provided.